Event description:
It was reported that the patient had slits in their black power cable on their system controller all the way down to the wire. The patient believed it may have been from a zipper. The patient was having "connect to power" alarms when connected to fully charged batteries. The patient did a system controller exchanged and notified their coordinator hours later. The system controller exchange resolved the issue. A new backup controller was assigned to the patient and was updated to reflect low flow 2.0.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having power cable damage causing alarms was confirmed via investigation of the returned product. Upon initial inspection, the damage was observed, and it was noted that the conductors of several wires were exposed by the damage. Alarms activated when the power cable was manipulated at the site of damage. The power cables were replaced, and the controller was able to support a mock circulatory loop without issue or alarm for an extended period of time and passed functional testing without issue. Data from the reported event dates of (B)(6) 2025 ¿ (B)(6) 2025 was reviewed in the log files. Throughout the data reviewed, intermittent low voltage and power cable disconnect alarms activated due to the relative state of charge (rsoc) and bus voltages fluctuating around the alarm threshold, consistent with the observed damage. This also occurred while the power source was being exchanged, activating no external power alarms. The backup battery supported the system as intended during the losses of external power. The driveline was disconnected from the controller on (B)(6) 2025 at 15:50, consistent with the reported controller exchange. There was no interruption to the controller¿s ability to support the pump while the driveline was connected. No other notable events were observed in the log file. Provided information indicated that the patient believed that the damage occurred when the black cable was caught in a zipper, and it was determined that this was likely the root cause of the reported event. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.